Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction 12 occurring at least three times, and no notable events were reported prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged shipment of replacement pump.